Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found contamination evident in the air and water channels. Additional findings include the following: the light cover glasses was chipped, the light cover glasses adhesive was worn, the optical cover glass was chipped, the optical cover glass adhesive was worn, the distal end adhesive was worn, the control body - the aspiration housing colored rings were worn, the plug body was leaking, the suction connector had water leakage causing water ingress, image: there was evidence of forceps flare, the up/down/right/left angle, was not to specification, the up/down and up/down angle play was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. This report is supplemented to provide additional information based on the legal manufacturer's final investigation. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three years since the subject device was manufactured. The results of the investigation are as follows: based on the results of the investigation, contamination was in the air/water channel during the repair process of the device ·we could not identify the foreign material. ·we could not conclusively specify the cause of the foreign material in the device. Leakage occurred from the plug body and suction connector. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU) in chapter 3: the instruction manual gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection describes how to detect the suggested event. The instruction manual, gif/cf/pcf-290 series reprocessing manual chapter 5, reprocessing the endoscope, describes how to prevent the suggested event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope had control body defects (including switches). The issue was found during maintenance and there was no procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: contamination in the air and water channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.